Event description:
The customer was running samples as part of troubleshooting a problem with control recovery for lithium and sodium assays when they received discrepant calcium results for one pt sample. The calcium assay was not in question during the troubleshooting and was run because the user needed the calcium results. After running the samples, the customer then questioned the calcium results since they had already determined the lithium and sodium assays were not working properly based upon quality control results. The pt sample was run six times giving the following calcium results: 5.22, 5.20. 5.14, 5.06, 3.94 and 5.15 mg/dl. If add'l info is received, appropriate notification will be provided.